Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A consumer implanted for spinal pain reported starting two to three weeks they started having a burning sensation on their back where the leads were located. The burning sensation happened particularly when the consumer was sitting and pressing up against something like a chair, but not if laying down their side. The consumer tried lowering the amplitude, but it didn't help. When stimulation was turned off the burning sensation went away, so the consumer thought something was wrong with the implantable neurostimulator (ins) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.